Manufacturer narrative:
Product manager for device technologies went on site at the hospital to in-service staff on the vesocclude system. She watched as scrub nurses loaded clips in the appliers to make sure they were doing it correctly. She also had the surgeons practice closing the clips over vessel-like tubing. It was determined that the surgeons were applying too much pressure to the new appliers. They were used to older teleflex appliers that required much more pressure. The excessive pressure being applied to the appliers was causing the clips to scissor or become misaligned when being closed, which was causing the subsequent vessel damage.

Event description:
Feedback from a ligation trial resulted in the vesocclude clip scissoring and severing the vessels, which caused bleeding. The surgeon quickly rectified the issue with another clip and did not have another incident once he changed the pressure when applying. The patient did not suffer any adverse reactions.